Manufacturer narrative:
Device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The reported complaint could not be verified or reproduced. Test leads were successfully inserted inside the connector block of the lead extension without any difficulty. The device history report review found no anomalies when the lead was manufactured.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model# sc-3138-55 (B)(6) description: lead extension, 55cm.

Event description:
A report was received that during a trial procedure, the lead did not properly fit into the lead extension, as the proximal end of the lead was kinked. The physician replaced the lead extension.

Event description:
A report was received that during a trial procedure, the lead did not properly fit into the lead extension, as the proximal end of the lead was kinked. The physician replaced the lead extension.